Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains implanted in the patient and the stent delivery system was not returned as it was discarded by the site. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the deflation difficulties; however the difficulties removing the device appear to be related to circumstances of the procedure. Additionally, it should be noted in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use (IFU), the first step under the operator instructions section is inspection prior to use which includes steps for removing the device from the foil and inner pouches. The next step in the operator instructions section includes the preparation section with steps related to removing the device from the protective tubing, flushing the guide wire lumen and preparing the device by removing air from the system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a non-calcified lesion in the left anterior descending (lad) coronary artery, after unpackaging a 3.5x23mm rx xience prime drug-eluting stent delivery system (sds) without difficulty, the sds was prepped with 50/50 contrast mix. The sds was then advanced via radial access and device air aspiration prep was performed while inside of patient anatomy. The stent was successfully deployed via inflation three times to an unknown pressure. However, post-deployment, the rx xience prime balloon was unable to be deflated at all after holding negative pressure for 10 seconds, and was consequently difficult to remove, however, the balloon was ultimately retracted from the implanted stent without causing damage to the stent. The rx xience prime sds was retracted to the guiding catheter and both devices were withdrawn as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.